Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, h4im half-height cubie drawers 2-1 and 2-2 were not found on the bus. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that h4im half-height cubie drawers 2-1 and 2-2 were not found on the bus. A field service engineer found that the light was out in the main half-height drawer 2. The field service engineer replaced both the drawer controller card and the interface to resolve the issue. The system functioned as intended after the field service engineer repaired the device.